Event description:
It was reported that during a liver resection procedure, articulation of the anvil broken, and the teflon pad dropped out. The tissue pad fell into the pt and was retrieved. Case completed with same like device. No pt consequence.